Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. Review of device data by boston scientific technical services (ts) confirmed the power consumption is increasing abnormally, consistent with low voltage filter capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. Device replacement was recommended by ts. The pacemaker remains in service at this time and no adverse patient effects were reported. This event will be updated should a revision procedure be performed and/or the pacemaker be returned back from the field for analysis.